Manufacturer narrative:
Evaluation summary: one unused e1455-4 electrode was received, and examination of the sample confirmed the reported issue. Visual inspection found multiple damage points to the blue insulation, with serration marks similar to those from pliers or hemostats. Bare metal was visible at the damaged areas, causing the device to fail hipot testing. The manufacturing process was reviewed and no probable source for this damage was identified. A 100% inspection is also performed during packaging that would detect this issue. A review of the device history records for this lot also found no potentially contributing factors. The damage could be from the user grasping the electrode with a tool to insert the electrode, but this could not be confirmed. The investigation could not determine the root cause of the damaged insulation.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to start the procedure during preparation, bubble like things were found on the blue coating. A new one was opened to continue. There was no patient involvement. Initial evaluation found the blue heat shrink insulation damaged. The electrode failed hipot testing.